Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that that the computer did not boot up sometimes. Hardware parts were replaced and the issue was resolved. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the computer had booting issues and started up randomly. The system was turned up several times to see if the system booted up properly. The battery date was also checked. As the system booted up randomly, the cmos battery was decided to be changed. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware part that was replaced was the cmos battery and it was not returned for analysis. If information is provided in the future, a supplemental report will be issued.